Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Device remains implanted.

Event description:
It has been identified that this record, mrn 9617229-2020-14187, is a duplicate of mrn 9617229-2020-07042. Please see mrn 9617229-2020-07042 for reportable events.